Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900571 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the 543965 was used during the operation, the sixth clip was stuck which caused subsequent clips not to close.